Event description:
A distributor reported a cracked and shattered touchscreen on an insulin pump, rendering the screen unresponsive and illegible. There was no adverse impact on the customer's blood glucose level. A replacement pump was provided to ensure uninterrupted insulin delivery.